Manufacturer narrative:
The log file of the affected device was made available and analysed. The log file shows that the device generated, a 'device failure (14)' alarm and the derived ¿alarm system failed¿ alarm on the (B)(6) 2025. Another 'device failure (14)' alarm was logged for the (B)(6) 2025, which however occurred during the device start-up procedure while the device had not yet been used on a patient. The 'device failure (14)' alarm was caused by a temporarily impaired internal hdbaset communication between the display unit (ecd) and the ventilation unit. This symptom is characteristic for a temporary disruption of the electromechanical contact between the system cable and pba syscon ecd or a faulty system cable. If not yet done the system cable and pba syscon ecd need to be checked for proper fitment and to be reseated if necessary. If the issue re-occures it is recommended to replace the system cable. In case of an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message 'device failure (14)' will be raised. The ventilation will be not affected and continued as set. The display functions and operability of the ecd might be affected in case of an active 'device failure (14)' alarm event depending on then technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a 'device error 14' occurred on (B)(6) 2025. On (B)(6) 2025, a 'device failure 14' was posted again. There were no patient health consequences reported.